Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, a stroke with impairment below the waistline was reported. The physician felt the stroke was related to the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient had a history of transient ischemic attack (tia). If information is provided in the future, a supplemental report will be issued.